Manufacturer narrative:
Device not returned for eval.

Event description:
It was reported that the device was used during a laparoscopic myomectomy, the tip of the hook broke off and fell in the patient, the tip was immediately retrieved. The case was completed with no consequence to the patient.